Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review could not confirm the reported issue. Functional testing was able to replicate the reported issue. The root cause was determined to be a defective downstream sensor. The downstream sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a cassette remove alarm, even when the cassette was attached. The event occurred during testing, before patient use. There was no patient involvement and no patient harm reported.